Event description:
It was reported that 1 syringe 1ml ls tuberculin plunger was stiff during use, and 1 syringe was damaged/looked to be "melted". The following information was provided by the initial reporter: "1x syringes really stiff and 1 x looks like it had melted."

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 syringe 1ml ls tuberculin plunger was stiff during use, and 1 syringe was damaged/looked to be "melted". The following information was provided by the initial reporter: "1x syringes really stiff and 1 x looks like it had melted."